Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that physician had elected to revise the pulse generator to implant it deeper within the asymptomatic patients muscle. The revision was performed successfully.